Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose levels (225-277 mg/dl) and a correction bolus was delivered to address the high bg. The customer was not sure what caused the high bg; however, the customer had been discussing the events with a healthcare provider. The customer did state that the latest high bg was due to not blousing enough for the food that was consumed.